Event description:
It was reported that during lead reposition procedure due to increased threshold, dislodgement was observed under fluoroscopy. After unsuccessful multiple dft testing, the patient was rescued with external defibrillator. The lead was explanted and replaced. Patient was stable after the event.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.